Event description:
X-rays of the driveline were sent. The area of concern was marked as near the exit site of the external portion of the driveline. The driveline was repaired on (B)(6) 2020 when approximately 19.5 inches of the external percutaneous lead was replaced. The customer was provided with care instructions. The alarms resolved after the controller exchange but restarted at the follow-up appointment. The restarted alarms were treated with the (B)(6) 2020 driveline repair. The patient was asymptomatic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline fault message. A review of the log file captured driveline fault alarms on 25apr2020 from 3:53 am to the end of the log file at 6:45 am. Technical support requested the serial number of the controller to ensure that the driveline faults seen within the log files are authentic. Technical support also recommended exchanging the controller when it is safe to do so as per the instructions for use (IFU), preferably to a controller that is either a pcx-##### controller or one that has a serial number greater than pc-50000. Technical support then recommended that the clinician perform 25 power cable disconnects with either the black or white controller power lead once the new controller was attached. Technical support then asked for the new log file to be sent in order to compare the driveline data from the 2 log files. The controller was exchanged. 25 power cable disconnects were performed. A review of the new log file captured driveline fault alarms on 26apr2020 from 8:13 am until the end of the log file at 11:35 am. The patient was kept on the new controller and monitored for further alarms. Technical support recommended that the patient come back for a follow-up visit and download the log files for comparison. It was later reported that the patient was seen for a follow-up visit for his driveline fault. His controller was exchanged. A review of the new log file noted no new driveline faults. However, the new log file did show some degradation of the wires providing power to the pump which may indicate that driveline faults may occur in the future. Technical support reported that some sites have the patient come into the office more frequently when this type of data is seen as the patient will not see any new driveline faults without a system monitor.

Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was returned for evaluation following the reported event of a driveline fault alarm. The driveline fault alarm is addressed via the pump investigation. The submitted log file and log file downloaded from the returned controller contained approximately 23 days of data combined ((B)(6) 2020 per the timestamp). The log files captured a driveline fault alarm on (B)(6) 2020 from 03:53:30 until the driveline was disconnected to exchange the system controller (captured on (B)(6) 2020 at 06:54:29). No other notable alarms were active in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller successfully operated on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported driveline fault alarm could not be correlated to an issue with the system controller. Incidental findings noted the following: dim pump running leds, broken strain relief on the connector side of both power cables, fluid ingress, wire fatigue. Heartmate ii instructions for use and heartmate ii patient handbook explains how to troubleshoot all alarms, including driveline fault alarms and the actions to take if the issue does not resolve. Heartmate ii patient handbook describes how to care for and clean all equipment, including the system controller power cables. One section explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Another section provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.